Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis user facility reported that a patient experienced itching 2-3 hours into treatment. The patient was treated with intra-venous (IV) benadryl 25 mg. The patient was treated a new sterilized dialyzer, however, there was no change in the patient's itching. The patient reported the benadryl did not provide relief for the itching sensation.